Event description:
Procedure performed: ni. Event description: ai translated: during surgery, the plastic tip of the gelpoint v-path device, reference (B)(4) from batch 1547987, disconnected from the platform. No serious consequences for the patient. Risk that the detached plastic tip could remain lodged in the patient's vagina. Intervention: ni patient status: no serious patient consequences. Risk that the detached plastic tip could remain lodged in the patient's vagina.

Manufacturer narrative:
The event device is anticipated to return to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. Applied medical has performed a historical trend analysis and review of production records and no relevant documentations were identified.

Event description:
Procedure performed: ni. Event description: ai translated: during surgery, the plastic tip of the gelpoint v-path device, reference (B)(4) from batch 1547987, disconnected from the platform. No serious consequences for the patient. Risk that the detached plastic tip could remain lodged in the patient's vagina. Intervention: ni. Patient status: no serious patient consequences. Risk that the detached plastic tip could remain lodged in the patient's vagina.